Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR : 19jun2019. Communication with a remote philips service engineer identified replacement of flow sensor assembly. The customer replaced the air/oxygen flow sensor assembly and reported the problem has been resolved and the unit returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit did not pass performance verification testing (pvt) o2 accuracy testing. The customer reported there was no patient involvement. Event date not specified; estimate used.